Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2010, that the patient experienced coupling and communication issues when trying to recharge. It was later reported that the patient had allowed the ins to remain uncharged for a long period of time (months). It was not possible to perform a power on reset (por). The patient "recently" had the ins replaced and was "doing well." The patient met with the manufacturer representative on (B)(6) 2010, and was able to recharge the ins. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.